Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that drive support cap was flushed. The customer was assisted with troubleshooting for multiple pump error. Device will not return device for analysis.